Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') and back pain ('back pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal vaginal bleeding"), endometriosis ("endometriosis"), pelvic pain ("pain"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy (full) to remove essure). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the device dislocation, back pain, genital haemorrhage, dysmenorrhoea, menorrhagia, endometriosis, pelvic pain, migraine, abdominal pain and arthralgia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: claiming pain: (dysmenorrhea (cramping), back), received treatment for pain? Yes. Claiming bleeding: (general abnormal bleeding), received treatment for bleeding? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the back pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea and genital haemorrhage to be related to essure (ess205). The reporter commented: claiming pain: (dysmenorrhea (cramping), back), received treatment for pain? Yes. Claiming bleeding: (general abnormal bleeding), received treatment for bleeding? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date and stop date updated. Events: general abnormal bleeding, dysmenorrhea (cramping), back pain, plaintiff did not undergo confirmation test were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') and back pain ('back pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal vaginal bleeding"), endometriosis ("endometriosis"), pelvic pain ("pain"), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy (full) to remove essure). Essure (ess205) was removed in (B)(6)2008. At the time of the report, the device dislocation, back pain, genital haemorrhage, dysmenorrhoea, menorrhagia, endometriosis, pelvic pain, migraine, abdominal pain and arthralgia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: claiming pain: (dysmenorrhea (cramping), back), received treatment for pain? Yes. Claiming bleeding: (general abnormal bleeding), received treatment for bleeding? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received events "migraines / headaches, migration of essure device location of device: unknown, hips pain" were added. Outcome of event " abnormal bleeding" was updated as recovered. Seriousness criteria (medically significant) of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal vaginal bleeding"), endometriosis ("endometriosis") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy (full) to remove essure). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, endometriosis and pelvic pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: claiming pain: (dysmenorrhea (cramping), back), received treatment for pain? Yes. Claiming bleeding: (general abnormal bleeding), received treatment for bleeding? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : following events were added : abnormal bleeding (vaginal, menorrhagia), endometriosis, pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.